Manufacturer narrative:
The returned product consisted of the following: the outer box packaging was opened as the security seal was broken. This packaging was for a promus element device size 3.00mm x 20mm, batch number 13445400, universal part number (upn) h7493911320300. The foil pouch packaging was opened as the foil seal at one end was torn open. This packaging was for a promus element device size 3.00mm x 16mm, batch number 13495935, universal part number (upn) h7493911316300. The inner pouch packaging was unopened as the seal was intact. This packaging was for a promus element device size 3.00mm x 16mm, universal part number (upn) h7493911316300. The seal was opened during analysis and the device was within the protective coil with the correct product mandrel and stent protector. There were no issues identified with the device and it was unused. The manifold/ hub device size was 16x3.00, the manifold/ hub sub assembly batch 13466254 ((B)(4)). The correct generic promus element dfu was also contained inside the outer box packaging. This dfu is applicable to all device sizes. A review of the manufacturing documentation for the batch demonstrates that the device was correctly packaged onsite and no anomalies or deviations were noted during the manufacture of this batch. The batches were manufactured 3 weeks apart. There were no events noted that could have contributed to a mix-up in the manufacturing area. There was minimal potential for packaging damage to this batch while it was under bsc control. Both batches were received by the customer. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a drug eluting stenting treatment procedure, the incorrect product was in the package. A promus element 3.0x20mm stent package was opened and it was found to contain a promus element 3.0x16mm stent. The inner package was still sealed and there was no damage to the box. Another promus element 3.0x20mm stent was used to completed the procedure. No patient complications were reported.